Manufacturer narrative:
D1 (brand name) has been updated. Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 33-year-old male patient presenting in heart failure, in scai stage c shock, and on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and was on a ventilator for respiratory support prior to initiation of support. The impella was placed for ventricular support during a high-risk procedure (left main clot retrieval). While the patient was in the intensive care unit (ICU), ongoing oozing was noted at all cannulation sites. The impella sheath was repositioned, resulting in significant reduction in bleeding. The patient received three units of packed red blood cells (prbcs). The post-procedure outcome is unknown. The impella functioned at p-4 at 2.4l/min without any issues. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The presence of multiple invasive cannulation sites also increases bleeding risk. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).